Event description:
A site reported to rxsight that a patient implanted with the light adjustable lens+ (lal+, sn (B)(6), +23.0d) required surgical intervention prior to light treatments to correct optic-iris capture. Surgical intervention was preceded by the treatment of presumed endophthalmitis after primary implantation. Subsequently, the pupil was misshaped and pigment/inflammatory residue was observed on the lens implant. The patient experienced monocular diplopia and haze after two light treatments and the lal+ remains implanted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).